Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) device received inappropriate shocks which appeared to be a sinus tachycardia or atrial tachycardia. Therapy was exhausted after fifth shock and rhythm continued. The patient also had atrial tachy response (atr) episode which was the same rhythm the patient received a shock for and had rhytmiq episodes too. Additional information obtained from the field which indicated that the patient exhausted therapy was due to supraventricular tachycardia (svt). Reprogramming rhyhm ID was difficult. The device remains in service. No adverse patient effects reported.